Manufacturer narrative:
(B)(4). The customer declined physio-control's device repair offer. The device was returned to the customer in the observed condition and removed from service. The cause of the reported failure could not be determined.

Event description:
During a scheduled preventive maintenance inspection, physio-control found that the on/off button intermittently failed to power on the device. There was no pt use associated with the event.